Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been submitted by the manufacturer under MDR# 3002808486-2019-01118.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to pe (pulmonary embolism), colon cancer, and multiple abdominal surgeries. Patient is alleging thrombosis in ivcf (inferior vena cava filter), caval thrombosis, and groin hematoma that required 2 blood transfusions. The patient is further alleging anxiety/worry, mental anguish, and stress. Per a report from CT, "clot is demonstrated cephalad to the ivc filter but does not extend into the hepatic ivc. Previously this was felt to possibly represent flow-related artifact on today's study clearly represent thrombus." Per a report from venogram, "the inferior vena cavogram showed normal and widely patent infrarenal ivc with an inferior vena caval filter just below the renals. A large thrombus was attached to the top of the filter and was extending all the way up to the liver." Per a report from CT, "ivc filter in place infrarenally. The abdominal aorta is normal in caliber." "Small right inguinal region hematoma." Per a successful retrieval report, "the inferior vena cavogram below the renals was normal with brisk flow. Normal renal flow was noted from both renal veins. A large thrombus was noted to be attached from the tip of the inferior vena cava extending all the way up to the hepatic segment. Post angiovac thrombectomy, venogram of the inferior vena cava revealed complete thrombus removal with excellent flow from the renals as well as from the lower extremities into the right atrium." "Successful retrieval of the ivc filter."